Manufacturer narrative:
Citation: schymik g et al. Long-term results of transapical versus transfemoral tavi in a real world population of 1000 patients with severe symptomatic aortic stenosis. Circ cardiovasc interv. 2014 dec 31;8(1). Pii: e000761. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether the observations have been previously reported.

Event description:
Medtronic received information via literature review which compared complications and long-term survival between the transfemoral and transapical approach in transcatheter aortic valve implantation (tavi). All data were collected from a single center between 2008 and 2012. The study population included 1000 patients (predominantly female; mean age 81.7±5.0 years), 188 of which were implanted via transfemoral route with a medtronic corevalve (serial numbers not provided ) via accutrak delivery catheter system (lot numbers not provided). Among all patients 26 deaths occurred, which included 15 deaths in the transfemoral group. None of the 15 deaths were attributed to medtronic product. Among the transfemoral group, adverse events included: 1.7% periprocedural myocardial infarction, 1.9% disabling stroke, 0.4% transient ischemic attack, 16.7% minor bleeding events, 6.6% major bleeding events, 5.3% life-threatening bleeding events, 19.9% renal complications, 17.5% major vascular complications, 1.5% minor vascular access complications, 6.9% moderate aortic insufficiency, 31.4% permanent pacemaker implant, and 15 valve-in-valve procedures. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.